Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that 4 years post implant, the rv and ra leads showed low impedance, less than 200 ohms. Both leads were capped/abandoned and replaced. No patient complications have been reported as a result of this event.